Event description:
A report was received that the patient complained of leg pain down to the feet and continued to experience severe bilateral radicular low back pain that affected all activities of daily living despite being on high doses of opioids. The patient will undergo a procedure to explant the leads and assess how they are affecting the patient's symptoms.

Manufacturer narrative:
Additional information was received that the event involved a competitor¿s device and patient was not implanted with bsc devices.

Event description:
A report was received that the patient complained of leg pain down to the feet and continued to experience severe bilateral radicular low back pain that affected all activities of daily living despite being on high doses of opioids. The patient will undergo a procedure to explant the leads and assess how they are affecting the patient's symptoms.